Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the fixation feature deformed. Four pictures were received for evaluation. Upon to visual inspection of the pictures a winding former and a needle-suture that appears to have the sides of fixation tab broken of the product code (B)(4), lot # qdmdph could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the fixation feature deformed since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Investigation summary: it was reported that the fixation feature had been deformed. It was received for analysis an empty opened foil, an empty winding former and a used needle-suture piece of product code sxpp1a401, lot qdmdph. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab was broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the fixation feature breakage. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. .

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2020, and barbed suture was used. The fixation feature had been deformed in the newly dispensed suture when the package was opened. The fixation feature is supposed to be rectangle, however, it looks like cylinder-shape. Changed another package to continue surgery. There is no report on patient's injury. No additional information could be provided.